Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed repeated ¿restart ilet ¿ alert 38¿ notifications consistent with a stalled motor following a supply change, with the user observing an air bubble at the tubing-to-adapter connection; the user performed a restart, a dry run showing delivery of 123 units without alerts, and then a full supply change with new supplies, after which insulin delivery resumed, and the reported blood glucose was 337 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed a mechanical problem identified consistent with a stalled motor event during setup, with air observed at the infusion connection; normal operation resumed after full supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.